Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).

Event description:
It was reported a physician completed an uneventful novasure endometrial ablation on (B)(6) 2016 and the patient was discharge home. Two days later the patient presented to the emergency room with "peritonitis". It was noted the patient exhibited a "full thickness myometrial thermal injury with injury to the small bowel requiring [a] laparotomy and bowel resection". The discharge date is unknown.